Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (540 mg/dl) and insulin injections were administered to address bg. Cause of event was due to bent cannulas. Type of cannula used was not reported.